Event description:
A sales rep sent an email to baxter corporate product surveillance to report a three-way large bore stopcock in which a leak was observed. According to the report, the leak occurred when they went to "pull the solution back through" and turned the lever to the "off" position. The facility alleged that it appears that if the arrows are not lined up perfectly, the stopcocks will leak. The stopcock did not leak out, but did contaminate the blood with the solution they used to assist in collecting a blood sample. The event occurred during use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, the reported condition could not cause or contribute to a death or serious injury if it were to recur.